Event description:
On february 21, 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that a 6-month-old infant received one additional imaging scan at a higher exposure rate. The technician performed the initial scan at a rate of 80kv and 14 mas which was the rate used on an adult patient prior. The technician noticed that the kv and mas were incorrectly set for an infant scan and a second exposure was retaken at the corrected rate of 63kv and 1.6 mas. It is unclear if the additional exposure could lead to a safety risk. Therefore, this report is being submitted in an abundance of caution. There is no serious injury or death associated with the event.